Event description:
(B)(6) study. It was reported that a vessel perforation and hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were prepared. The was inserted through a 16f 40 centimeter sheath in the groin. After an initial fluoroscopy image was taken with the was and the pigtail catheter, the physician found the anatomy of the patient unsuitable for implantation. The anatomy was such that the implantable depth was at a right angle from the sheath approach. Two transseptal puncture locations were tried but neither provided access to properly implant the device. The sheath was removed and the patient was transferred to recovery. While in recovery the patient experienced chest pain. Scans revealed bleeding in the thoracic and abdominal cavities originating from the inferior vena cava. The patient was taken off anticoagulants and moved to the post anesthesia care unit for monitoring. The direct cause is unclear according to the physician; however, it was assumed that a vessel tear may have occurred while removing the sheaths. There were no further reported patient complications and the patient is expected to make a full recovery.